Event description:
A malfunction identified as malf 12 was reported by the customer, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer received guidance from technical support on how to reset the pump, after which the malfunction did not reoccur. The customer was advised to continue using the pump and to call back if the issue happened again, which they confirmed they understood.